Event description:
Per operative report: the pt was noted by echocardiogram to have recurrent mitral regurgitation secondary to paravalvular leaking in the anterior region. When the valve was removed, it was discovered that it had completely dehisced to the left of the anterior midline over the span of about two sutures, but there was also partial dehiscence of an additional three sutures, again going to the left. The rest of the sewing ring did not appear to have incorporated into the surrounding atrial tissue and was covered with grumous and easily dissected friable tissue going in over the sewing ring of the valve. It was replaced with sjm 31mecj-502.